Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Event description:
It was additionally reported that there was no patient involvement. The device failure occurred during preventative maintenance.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection found the pump in okay condition with the top case cracked by the tubing guides. A review of the event history log found a motor rate error. Occlusion testing was performed and replicated the motor rate error. Calibration testing was performed and no issues were detected. The cause of the motor rate error was due to the motor assembly due to normal wear. It was indicated the pump was over 10 years old. Based on the evidence, the root cause was attributed to normal wear.